Event description:
It was reported that a pump alarm was triggered during insulin pumping. There was no reported impact on the customer¿s blood glucose level. Customer was unable to resolve the issue by loading a new cartridge and contacted technical support, who assisted with the process but the cartridge alarm persisted. Technical support arranged for the replacement of the pump and confirmed the shipping address. Customer will use an alternate form of therapy, mdi, while waiting for the replacement and has been instructed to return the faulty pump using a pre-paid label.